Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 325mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released 4 hours later with the issue resolved and no permanent damage. System check was performed by tandem technical support (tts) and the customer was using the cartridge and insulin for 4 days. Tts informed the customer that using cartridge and insulin for 4 day¿s is off label per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.